Event description:
Litigation alleges that the patient suffers from pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. Per the review it was determined the depuy acetabular devices were implanted with competitor manufactured femoral devices. This use of the depuy devices is not recommended. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent right total hip replacement on (B)(6) 2003, however, the device that was implanted was a non-depuy product. Added law firm in the facility name.

Manufacturer narrative:
(B)(4) 2013 - pfs and medical records received. Operative notes indicated recurrent dislocations. Part/lot was provided. Additional products have been reported. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.